Event description:
During an unk procedure, the physician used the device to sew the skin of a burn pt. After attempting to fire the device, the stapler jammed. All of the staples are still in the device. The procedure was completed by hand sewing. The operating room time was extended by one hour.